Manufacturer narrative:
Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 13 closed samples and one open but unused sample with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of the closed units received we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the 13 closed samples received are 0.51 kgf in average and 0.34 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Despite receiving a defective sample, taking into account that no other customer complaints have been received concerning this issue for this code-batch and the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.60 kgf in average and 1.24 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that before application the suture detached. Additional information has not been received.